Event description:
It was reported that revision surgery was performed due to disassociation. The insert disassociated from the tibial baseplate while the patient was rising from a seating position.

Event description:
Vacuum device applied to infant's scalp by ob. Item broke with the 1st pull. The bell portion stayed on the scalp -suction was maintained-. Manually removed without injury to infant.

Manufacturer narrative:
It has been determined that the event involved in this report has previously been reported to the FDA as manufacturer report #1020279-2010-00232. This report, 1020279-2010-00246, is a duplicate.